Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there is insufficient or unconfirmed product/event information. Isi received a video clip related to the alleged complaint (see attachment). A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: it can be confirmed that there was an arc that led to a fire. At around 00:03, it looks like there was a metal, probably a loose staple within or near the monopolar curved scissors, and it is possible that arcing occurred because of the loose staple. The erbe vio dv user manual recommends that there should not be any contact between an active instrument and metal objects in the patient¿s body to avoid the risk of burns to the patient. The surgeon should activate energy with care and ensure that they do not grasp metal objects while activating energy. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a short circuit was experienced, and the surgeon witnessed "fireworks in the or". The issue occurred while the monopolar curved scissors (mcs) was in use with settings of 4 cut and 4 coag. The surgeon imbricated the old staple line and did not leave a drain. The surgeon prescribed steroids post-operatively to minimize swelling from the burn. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure on an unknown event date, a short circuit was experienced and the surgeon witnessed "fireworks in the or". The issue occurred while the monopolar curved scissors (mcs) was in use with settings of 4 cut and 4 coag. The patient did not have visible burns on the pouch of lap/endo after the short circuit. The surgeon imbricated the old staple line and did not leave a drain. The patient did not experience post-operative issues. The surgeon prescribed steroids post-operatively to minimize swelling from the burn.